Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Product inquiry stated the targeting arm tns t2 tibia and the nail handle t2 tibia to be the subject products. No further associated products were reported. A review of the inspection records revealed no discrepancies. The items returned were documented as faultless prior to distribution. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed that function was given in full on the devices at the stage of delivery. During investigation no material, design or manufacturing related issues were found. As the devices had been in use for a longer time (manufactured in 2005 and 2015) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. The received targeting arm showed significant traces of an intense and frequent use identified by the general appearance of the surfaces and by the general appearance of the printings, which turned from white to fawn an indication for high sterilization cycles. The nail handle received also showed traces of use. A functional examination revealed that function of the targeting arm and of the nail handle received was fully given. A visual damage of the devices could not be identified. No residues or appearances of an ¿unclear debris¿ (as described) could be found. The reported event could not be confirmed or reproduced. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported by sr. Nurse of the hospital, that there is a unclear debris of the device.

Event description:
It is reported by sr. Nurse of the hospital, that there is a unclear debris of the device.